Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that rainbow effect on insulin pump when it gets warm and they not able to see the display. Customer also stated that the insulin pump had partial display. Customer stated that the insulin pump had random no delivery alarm and noises when rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.